Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 11 june 2026 that the patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. Imaging was sub-optimal due to patient's complex anatomy. During the procedure, difficulty was encountered while detaching clip from triclip steerable guide catheter(tsgc). Clip maneuvering helped in deployment of clip. Post deployment, the clip single leaflet device attachment (slda) from the septal leaflet. Additional clip was deployed to stabilize the clip. The tr was reduced to grade 1-2 post procedure. There was no clinically significant delay reported.